Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when re-plugged into a power source. In addition, it was reported that the pump indicated a data log corruption and an unspecified malfunction occurred. Customer's blood glucose was 242 mg/dl. Reportedly, the customer reloaded the cartridge and resumed insulin delivery.